Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4). (B)(6).

Event description:
It was reported that during a procedure, the implant dislodged from the bone. The patient was reported to have poor bone quality. No patient injury or further complications were reported.

Manufacturer narrative:
Patient sex - female.